Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open area and scab underneath the left side electrode. It also left indentations on his skin. The patient's doctor recommended the patient use cream on the affected area. During a follow-up, it was reported that the patient's irritation improved.